Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right atrial (ra) lead, the electrophysiologist (ep) encountered placement difficulty. After fixation, high thresholds were observed and the ep decided to reposition the lead. Extraction of the lead was difficult and after eventually removing it from the cardiac tissue, the ep noted that the helix was stretched. The lead was explanted and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.